Manufacturer narrative:
The reported events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "seroma", capsular "contracture", baker grade unspecified, and ¿fear of alcl¿.

Event description:
Patient representative reported left side ¿inflammation¿, ¿fear of alcl¿, ¿itching¿, ¿pain¿, ¿contracture¿ baker grade unspecified, ¿discomfort¿, ¿tightness¿, ¿swelling¿, and ¿seroma¿. Patient representative additionally reported non-device related events as follows: ¿depression¿, ¿chronic headache¿, ¿panic disorder¿, ¿post traumatic-stress¿, ¿insomnia¿, and ¿aggravation of underlying conditions including ibs¿. The device has been explanted.